Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction:user had an inaccurate reference. Test strip - (B)(4).

Event description:
Costumer reported complaint for high blood glucose test results. The customer is concerned with tests results from meter to meter comparison of test result reported of 139 mg/dl using truemetrix air meter and test result reported of 96 mg/dl using another device. The customer's expected fasting blood glucose test result range is 90 - 115 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer non-fasting and produced test results of 193 mg/dl and 189 mg/dl. The product is stored according to specification. The test strip lot manufacturer's expiration date is 03/16/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (time not set): (B)(6). Memory concerns:all results the customer stated had performed the control test before calling and it was in range. Customer has not had any changes in the diet, exercise or medication. When the back to back test was done the customer had eaten less than 2 hours.

Manufacturer narrative:
(B)(4). Product not returned for evaluation yet. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4).

Event description:
Costumer reported complaint for high blood glucose test results. The customer is concerned with tests results from meter to meter comparison of test result reported of 139 mg/dl using truemetrix air meter and test result reported of 96 mg/dl using another device. The customer's expected fasting blood glucose test result range is 90 - 115 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer non-fasting and produced test results of 193 mg/dl and 189 mg/dl. The product is stored according to specification. The test strip lot manufacturer's expiration date is 03/16/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (time not set): (B)(6). Memory concerns: all results. The customer stated had performed the control test before calling and it was in range. Customer has not had any changes in the diet, exercise or medication. When the back to back test was done the customer had eaten less than 2 hours.